Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Date of event: month and day unknown. Only year (2018) is known.

Event description:
It was reported that during a laparoscopic gastric bypass when the device was opened to get ready for the procedure it was discovered that they selected the wrong device. The marking on the package made it difficult to determine which device was inside the package. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p55l7z. Catalog- corrected data. Investigation summary: the analysis results found that a plee45a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.